Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Medsun report received 9-14-2015 states: "nurse went to disconnect the y-site (alaris product 20019e/15065658) and the twist connection cap became loose. Once the nurse completely disconnected the y-site from the patient, the twist connection cap fell off onto the ground. Metotrexate was infusing at the time. No chemo was spilled on the patient or staff. This event is associated with first pt info attached. The customer has subsequently reported that the infusion was d5w in 0.45% normal saline with an intended rate of 25ml/hr. Because the separation occurred at the conclusion of the infusion, there was no leak, no harm and no interventions.

Manufacturer narrative:
Correction on initial report.